Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the keyboard was not working. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard was not working due to when user pressed the keys on the keyboard, there was a delay, and a driver query would flash up on the screen. A field service engineer rebooted the station to resolve the issue and the keyboard was working. The system functioned as intended after the field service engineer troubleshot the device.